Manufacturer narrative:
(B)(4). Evaluation confirmed reported issue of "ice forming up the shaft".

Event description:
During test cycle prior to a renal case, doctor stated that there was ice forming up the shaft beyond the appropriate area and he was not comfortable using the probe because of this fact. New probe opened and case continued.

Manufacturer narrative:
Shaft frosting identified during pretesting. No patient contact or injury. Probe received in house (B)(4) 2013, awaiting evaluation.